Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the pump ¿s black box and alarm history showed multiple cs 087 call service alarms on (B)(6)-2018. A visual inspection of the pump showed that the battery compartment and cap were undamaged and able to fit securely. During investigation, the pump was exercised for 24 hours with no cs 087, cs 069 alarms or other warnings occurring. The complaint of a call service alarm issue was shown in the pump histories but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.